Event description:
A user facility reports a pt's wound was widened in order to accommodate a 6.0 mm intraocular lens (iol) for a pt when the original iol (5.5mm) would not unfold. It was reported that the user facility did not have another 5.5 mm iol with the same power.